Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, reported clip caught on chordae resulting in foreign body in patient appear to be a result of procedural circumstances. Poor imaging was due to a combination of procedural circumstances and challenging patient anatomy. Additionally, the reported medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapped, foreign body, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted anterior leaflet prolapse and jet is close to medial commissure which resulted in difficult to visualize the leaflets. The clip delivery system (cds) was advanced to the mitral valve; however, during grasping, the clip became stuck in the chords. The mean pressure gradient increased to 9mmhg. Therefore, the clip un-grasped the leaflets and the mean pressure gradient returned to baseline. The clip was inverted, but the clip remained stuck and only the anterior leaflet was grasped. Troubleshooting was performed, and the clip was able to grasp the posterior leaflet as well. Although the clip was able to grasp both leaflets, the clip was not freed and therefore the clip was deployed on chordae. The clip is stable on both leaflets. Final mean pressure gradient is 4mm hg. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.